Event description:
Patient had an external ventricular catheter placed in right ventricle. Drain became disconnected at infusion port and patient leaked csf from drain onto her gown. Patient heard popping noise and called nurse into her room. The amount of csf leaked was not enough to harm the patient.